Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery of this pacemaker was rapidly depleting due to high output. The device showed three years remaining longevity. The field representative reprogrammed the pacemaker to increase battery life. The pacemaker remains in service. No adverse patient effects reported.